Manufacturer narrative:
The reported event of ¿lead was damaged during procedure¿ was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination of the lead revealed the cause of the reported event and found the helix was slightly bent consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was damaged. The lead was removed and replaced. No patient adverse consequences was reported.

Manufacturer narrative:
Further information was requested but not received.